Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: bat212213 - 1650de - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016 - (B)(4) - battery issue. Bat212219 - 1650de - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016 - (B)(4) - battery issue. Bat212678 - 1650de - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016 - (B)(4) - battery issue. Bat212809 - 1650de - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016 - (B)(4) - battery issue. Bat212900 - 1650de - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016 - (B)(4) - battery issue. Bat212903 - 1650de - MFR. Date: 12/31/2015 - exp. Date: 12/31/2016 - (B)(4) - battery issue. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced battery switching. The manufacturer clinical engineer reviewed the log files. The controller and all the patient's batteries were exchanged. There was no reported injury to the patient. No further information was provided.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and eleven (11) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis batteries revealed that the devices met specifications; the batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files pertaining to controller (con211520) revealed several premature power switching events that were due to momentary disconnections involving batteries (bat212213, bat212219, bat212678, bat212809, bat212900, bat212903, bat218866, bat218869, bat218885, bat219070, bat219169 and bat219240). Battery (bat219169) was also involved in a power switching event due to a communication error between the controller. The most likely root cause of the reported event can be attributed to momentary disconnections and a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate the controller intermittent disconnections identified on smr-loaded controllers. Battery (bat218885) will be evaluated under under complaint (B)(4). Analysis of the controller (con211520) revealed that the unit passed functional testing but failed visual inspection due to loose power port one and power port two connectors. The most likely root cause of the loose connector can be attributed to a shift in the manufacturing process. The manufacturer and supplier have opened an internal investigation for controller lose connectors. This finding is not related to the reported event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Battery - bat212213 unique identifier (UDI) number: (B)(4), battery - bat212219 unique identifier (UDI) number: (B)(4), battery - bat212678 unique identifier (UDI) number: (B)(4), battery - bat212809 unique identifier (UDI) number: (B)(4), battery - bat212900 unique identifier (UDI) number: (B)(4), battery - bat212903 unique identifier (UDI) number: (B)(4). Battery - bat218866/1650de - expiration date: 06/30/2017 - device manufacture date: 06/01/2016 identifier (UDI) number: (B)(4). Battery - bat218869/1650de - expiration date: 06/30/2017 - device manufacture date: 06/01/2016 identifier (UDI) number: (B)(4). Battery - bat219070/1650de - expiration date: 06/30/2017 - device manufacture date: 06/02/2016 identifier (UDI) number: (B)(4). Battery - bat219169/1650de - expiration date: 06/30/2017 - device manufacture date: 06/03/2016 identifier (UDI) number: (B)(4). Battery - bat219240/1650de - expiration date: 06/30/2017 - device manufacture date: 06/04/2016 identifier (UDI) number: (B)(4). (B)(4).

Manufacturer narrative:
Corrected controller return date. Serial #: (B)(4) - controller; device available for evaluation? Yes, 11-11-2016. (B)(4). Device available for evaluation? Yes, 10-05-2016. (B)(4). Device available for evaluation? Yes, 10-05-2016. (B)(4). Device available for evaluation? Yes, 10-05-2016. (B)(4). Device available for evaluation? Yes, 10-05-2016. (B)(4). Device available for evaluation? Yes, 10-05-2016. (B)(4). Device available for evaluation? Yes, 10-05-2016. (B)(4). Device available for evaluation? Yes, 02-10-2017. (B)(4). Device available for evaluation? Yes, 02-10-2017. (B)(4). Device available for evaluation? Yes, 02-10-2017. (B)(4). Device available for evaluation? Yes, 02-10-2017. (B)(4). Device available for evaluation? Yes, 02-10-2017. Additional device involved in this event: serial #: (B)(4)- battery / catalog number 1650de / expiration date 06-30-2017. UDI #: unknown. Device available for evaluation? Yes, 01-03-2017. Device evaluation by MFR? No, device evaluation anticipated, but not yet begun (02). Device MFR date: 06-01-2016. Labeled for single use? No. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and 12 batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis batteries revealed that the batteries passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and the controller were stable. Failure analysis of the controller revealed that the unit passed functional testing but failed visual inspection due to loose power port 1 and power port 2 connectors. The most likely root cause of the loose connector can be attributed to a shift in the manufacturing process. The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. This finding is not related to the reported event. Analysis of the data log files pertaining to (B)(4) revealed several premature power switching events that were due to momentary disconnections involving (B)(4) was also involved in a power switching event due to a communication error between the controller. The most likely root cause of the reported event can be attributed to momentary disconnections and a communication error between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller momentary disconnections. Additional device involved in this event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Concomitant medical products: (B)(4), 1650de MFR date:2016-06-30-exp date: 2017-06-30; (B)(4), 1650de MFR date:2016-06-30-exp date: 2017-06-30; (B)(4), 1650de MFR date:2016-06-30-exp date: 2017-06-30; (B)(4), 1650de MFR date:2016-06-30-exp date: 2017-06-30; (B)(4), 1650de MFR date:2016-06-30-exp date: 2017-06-30. Preliminary analysis of log files found (B)(4) to be involved in switching events. Evaluation information is forthcoming. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.